Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported events of power switching and both controllers with loose connectors. Two controllers ((B)(4) and (B)(4)) were returned for evaluation. Six batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controllers and batteries' manufacturing records confirmed that the associated devices met all requirements for release. (B)(4) and (B)(4) passed functional testing but failed visual inspection due to a loose power port 1; the connectors' locknut inside the housing were loose. A possible root cause of loose connectors may be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Log file analysis of (B)(4) were available and revealed that the controller did not cover the event date. Log file analysis of (B)(4) revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. However, an internal investigation has been opened to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) / 1650de / expiration date: 02/29/2016. (B)(4). (B)(4) / 1650de / expiration date: 09/30/2016. (B)(4). (B)(4) / 1650de / expiration date: 12/31/2016. (B)(4). (B)(4) / 1650de / expiration date: 12/31/2016. (B)(4). (B)(4) / 1650de / expiration date: 12/31/2016. (B)(4). (B)(4) / 1650de / expiration date: 09/30/2016. (B)(4).

Manufacturer narrative:
Product event summary: it was reported events of power switching and both controllers with loose connectors. Two controllers (B)(4) and five batteries (B)(4) were returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the both controllers and (B)(4)'s manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controllers revealed that the devices passed functional testing but failed visual inspection due to a loose power port 1; the connectors' lock nut inside the housing were loose. Based on an investigation conducted under (B)(4), the most likely root cause of the reported loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis of (B)(4) were available and revealed that the controller contained the smr upgrade; however, do not cover the event date. Log file analysis of (B)(4) revealed that the controller also contained the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. (B)(4) is investigating the momentary disconnections. (B)(4). Return date: 2017-09-21. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other device involved in this event: controller/(B)(4); cat#: 1407de; exp date: 04/30/2017; mfg. Date: 04/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the sealing ring in the port connectors the controller became loose. There was switching reported. The patient exchanged one controller to the other controller by himself, now both controllers have loose connector ports. There was also switching on the backup controller. The backup controller was exchanged. There was no impact to the patient during the controller exchanges.